Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: scope communication error e216 and no image was displayed due to broken video cable. However, the most probable cause for damaged fiber bonding in the outer tube area (distal end) was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the laparoscope, gynecologic exhibited damage fiber bonding in the outer tube area (distal end), scope communication error e216 and no image. There was no patient involvement.